Manufacturer narrative:
Zimmer biomet complaint-(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: randall, r., "novel applications of osseointegration in orthopedic limb salvage surgery" (2014). Orthop clin n american. Http://dx.doi.org/10.1016/j.ocl.2014.09.013.

Event description:
Information was received based on review of a journal article titled, ¿novel applications of osseointegration in orthopedic limb salvage surgery¿. A well fixed cemented stem fractured after 15 years from the index reconstruction. At the time of revision, the femur was cut above the proximal edge of the stem, providing adequate remaining bone stock for fixation via compressive osseointegration. There has been no further information provided and the patient outcome is unknown.